Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was broken. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A guidezilla¿ guide extension catheter was selected for use. During the procedure, when pulling the guidezilla back, it was noted that the connecting part of the hypotube shaft and guide tube became separated outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. There was blood found inside and outside of the device. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) fully pulled out of the collar and there were numerous kinks in the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the catheter was broken. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A guidezilla¿ guide extension catheter was selected for use. During the procedure, when pulling the guidezilla back, it was noted that the connecting part of the hypotube shaft and guide tube became separated outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.